Event description:
It was reported that the jetstream was entrapped on a wire. A 2.4mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure to treat in-stent stenosis in the right superficial femoral artery. The lesion was crossed with a 7fr sheath in place. A non-boston scientific embolic protection system with filter delivery wire was inserted into the patient. The jetstream was primed and then introduced over the wire into the patient. Once the jetstream tip reached the stenosis, the device was slowly advanced in blades down mode through the stenosis. The device was put in rex mode in order to withdraw. At this time, it was noted that the filter had moved proximal toward the catheter, and the wire was unable to be moved. The jetstream was stuck to the wire. The jetstream, wire, and filter were all removed from the patient. Outside the patient, it was noted that the outer metal part of the wire had broken and curled up. Post removal of the devices, intravascular ultrasound (ivus) and drug-coated balloon angioplasty was performed. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter with a 0.014 filter guidewire stuck inside. Media was provided by the customer, and it was reviewed. The images provided appear to match the condition of the returned device. The coil at the spring tip of the guidewire was damaged and appeared to be unwinding. The device was visually and microscopically examined for any damage. Visual examination revealed that the infusion lines were cut proximal of the baton. The baton and the distal section of the infusion lines were missing. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis found that the guidewire used was not compatible with the device and the device was used on the distal tip of the guidewire.

Event description:
It was reported that the jetstream was entrapped on a wire. A 2.4mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure to treat in-stent stenosis in the right superficial femoral artery. The lesion was crossed with a 7fr sheath in place. A non-boston scientific embolic protection system with filter delivery wire was inserted into the patient. The jetstream was primed and then introduced over the wire into the patient. Once the jetstream tip reached the stenosis, the device was slowly advanced in blades down mode through the stenosis. The device was put in rex mode in order to withdraw. At this time, it was noted that the filter had moved proximal toward the catheter, and the wire was unable to be moved. The jetstream was stuck to the wire. The jetstream, wire, and filter were all removed from the patient. Outside the patient, it was noted that the outer metal part of the wire had broken and curled up. Post removal of the devices, intravascular ultrasound (ivus) and drug-coated balloon angioplasty was performed. No patient complications were reported.